Manufacturer narrative:
(B)(4). G2 - component - proposed code: mechanical (g04) - head. D10: concomitant medical products: unknown stem. Unknown glenoid. Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a patient matched implant product on an unknown day for an unknown reason. Attempts have been made, and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component did not contribute to the reported event. This medwatch was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.